Manufacturer narrative:
Discrepant negative grading in antibody screening for a patient. The camera misread events reported by the customer could not be confirmed. The root cause could not be determined, although could not be excluded to be sample related, the patient¿s antibodies being weak and at/or around the detection limit of the reagents and method employed. No general product failure was identified. No biased result was reported to the physician. No patient was harmed.

Event description:
A customer complained after obtaining what was described as discrepant reaction grading in antibody screening for a patient using the ortho biovue system in conjunction with their ortho vision biovue analyser. Patient information: sample ID (B)(6); weak non-specific antibodies. The customer reported that on (B)(6) 2020, they had tested a patient sample (sample ID (B)(6)) for antibody screening using ortho biovue system poly cassette lot ahc121f and 0.8% surgiscreen lot 8ss509 in conjunction with their ortho vision biovue analyser and that they had obtained negative reactions with the three cells of the red cell reagent. The customer reported that cell 1 should have been interpreted as an indeterminate '?' Reaction and that the ortho vision biovue analyser had not interpreted the reaction as expected. No biased result was reported to a physician. No patient was harmed as consequence of the reported event.